Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient went through airport security a couple of years ago, and the caller thought it toggled stimulation on. The caller reported they didn¿t know when this occurred and had no idea what year. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated that the ins had been depleted for 3 months. There were no further symptoms or complications reported or anticipated.